Event description:
During an unknown procedure, the gia was locked in place and while trying to fire by squeezing the second trigger, it made a loud crackling sound multiple times. It then only stapled part of the specimen and did not cut. No patient consequence.